Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4) - excessive force the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was remarked by the physician that in previous non-specified procedures, prior to (B)(6) 2012, after unspecified rx xience prime stent deployment and subsequent balloon deflation, it was difficult to remove the balloon from the placed stent, and force was required to remove the balloon. Procedures prior to (B)(6) 2012, in which this phenomenon occurred, resulted in no patient effects, and there was no reported clinically significant delay in the previous procedures that experienced this reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Reportedly, force was required to remove the sds from the deployed stent. It should be noted that the instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.